Manufacturer narrative:
The device was returned for evaluation in good condition. Visual and functional testing performed. Customer stated problem cannot reproduced/confirmed. Device was working as expected. Long term test performed; no problem found. Electrical safety and functional test passed. As in the log history file "distal error" appears a few times. Warming hose has been preventively replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device shut down during operation on several occasions. The maintenance light blinked, and occlusion indicator stayed lit. The motor stopped, and an alarm sounded. It may work for a while after restart, but the issue occurred multiple time. The hose and coupling were properly attached. There was patient involvement, but no injury.